Event description:
Provider alleges consumer boarded the bus around 7am and arrived at school at 9am showing some discomfort. Provider alleges the leg rest seemed to elevate rather quickly and alleges it was possible that the release could have been hit by accident when installing the tie down system.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.